Event description:
The patient reports the defibrillator went off twice at home; first while washing dishes and approximately 5 minutes while lying down. Per patient's wife, the patient "passed out" with 2nd shock. Interrogation showed oversensing of the t wave. The defibrillator was reprogrammed. This device remains actively implanted.